Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 40 mg/dl. Customer was treated with ventilation. The customer did experienced the symptoms such as diabetic seizure. The customer was assisted with troubleshooting. The customer will continue to use the device.